Event description:
An optometrist reported a pt with sub flap haze in both eyes approx four months following lasik ou. The pt reported some haze to her vision, left eye greater than the right. The pt was treated with topical steroid drops. Three weeks following use of steroid drops, the pt reported no improvement in vision. The pt experienced a loss of best corrected visual acuity in both eyes. Additional info was received from an optometrist, who indicated a flap lift and irrigation was performed in the left eye only and the vision in that eye had improved. The pt was no longer being treated with steroid drops and was using artificial tears only. The optometrist also indicated the event was not related to the laser and felt the cause was preoperative and postoperative antibacterial drops. There are two medical device reports associated with this event. This report is for the pt's left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).